Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report several unexpected restart alarms, external ram crc error alarms, and displayable history crc check failed on startup alarms. The customer's blood glucose reading was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No external ram crc error alarms or unexpected restart alarms noted. However, the insulin pump had multiple history crc check failed alarms in history screen due to corrupted history file. The insulin pump was received with cracked case at the display window corners and minor scratches on the lcd window.